Manufacturer narrative:
Correct treatment was delivered as the inconsistencies were noted by the hosp staff. During the investigation, we have been unable to re-create this situation. Back up data has been rec'd and the investigation is on-going. Once the investigation has been completed, a f/u report will be filed.

Event description:
Unexpected behavior when next treatment field was loaded. When the next treatment field was loaded, the parameters were not the same as those which had been entered for that particular treatment field.